Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company rep reported on behalf of a health professional an allegedly "defective" and "malfunctioning" access port. Add'l info provided by the health professional noted the device was deemed "defective" after the doctor noticed that there was less fluid in the band during adjustment appointments.